Manufacturer narrative:
The device was received for evaluation. Investigation found kinks along the shaft of the catheter consistent with the alleged product issue. The physical evaluation of the device could not identify the circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. Kinks on the shaft would result in difficulty inflating/deflating the balloon.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The alleged product issue could not be confirmed.

Event description:
It was reported that a balloon catheter did not deflate during use. It was removed without injury to the patient or intervention.